Event description:
Caller alleged inprecision test results with inratio. Reported results as follows: lot#050678, inr = 2.3, inr = 2.9 within 5 min with 2nd fs, lot#060019, inr = 3.7 within 5 min with 3rd fs